Manufacturer narrative:
Product #1 pi main [(B)(4)]. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient had stopped using their ipg and in turn it had become inoperable. The patient had undergone surgical intervention to have their ipg replaced on (B)(6) 2019. Effective stimulation was established post op.